Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the alleged prosthesis wear cannot be determined from the information provided but may be due to the polyethylene packaging recall. However, prosthesis wear cannot be confirmed and the device involved in this case is not affected by the recall. Additionally, potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. At this time, it does not appear that the patient has been revised. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event.

Event description:
It was reported via legal documentation that approximately 52 months after a left total knee replacement procedure, the patient underwent a left knee revision procedure. The patient experienced prosthesis wear and pain. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
The reason for the patient¿s pain and subsequent revision cannot be confirmed from the provided information but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed based on the images provided and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H6: corrected investigation clinical codes. H10: corrected.

Event description:
It was reported via legal documentation that approximately 48 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices: 6102104 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t 6451184 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 6533489 200-07-29 - advanced patella 29m 3 peg implant the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.